Manufacturer narrative:
B3: date of event - article received date of 19sep2022 used as event date is unknown. Literature article citation: pevzner dv, omarov ya, merkulova ia, yavelov is, komarov al, ganyukov vi. Device-related thrombus after left atrial appendage occlusion in patients with atrial fibrillation: a prospective follow-up. Journal of arrhythmology. 2023;30(2): 51-58. Https://doi.org/10.35336/va-2023-2-07.

Event description:
It was reported via literature that multiple thrombosis events occurred. In a multi-year study of ninety-two (92) left atrial appendage closure procedures using watchman laa closure device with delivery system (wds), eight (8) patients experienced device related thrombus at unspecified times post procedurally. No further information on the status of the patients is available.